Event description:
It was reported that a small volume folfusor delivered its contents at a faster rate than expected. This occurred during infusion of 5000 mg of fluorouracil and 1000 ml of sodium chloride. The device infused over 30 hours instead of the expected 46 hours. During follow-up with the reporter, they stated that prior to this event, the patient had ¿removed the clamp from the device¿, which resulted in solution draining from the device and pooling around the exterior of the device. The patient was not connected when the clamp was removed. The patient then connected, and the reporter stated that this led to the device appearing to overinfuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from february 25, 2015 ¿ february 26, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.